Event description:
Information received indicated that when the brakes were activated the head end brake casters did hold but would swivel.

Manufacturer narrative:
The hill-rom technician replaced the casters and the bed functioned to specifications.